Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's landing zone was measured under the following views: 19mm at 45 degrees, 18mm at 90 degrees, and 16mm at 135 degrees. Transesophageal echocardiogram (tee) was used during the procedure. The patient's left atrial pressure was 12mmhg. A tension test was performed. Close criteria were met. The occluder had tire-shaped compression at the time of implant. The occluder was implanted. On (B)(6) 2025 the device embolized to the mitral annulus and caused a partial obstruction of the mitral valve. The device was surgically explanted. The patient status was stable. The physician believed the occlude embolized because the patient was in sinus tachycardia.

Manufacturer narrative:
An event of device embolization into the mitral annulus causing a partial obstruction of blood flow, two days after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. However, this cannot be confirmed. The reported hospitalization, and unexpected surgical intervention were a result of case-specific circumstances as a device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's landing zone was measured under the following views: 19mm at 45 degrees, 18mm at 90 degrees, and 16mm at 135 degrees. Transesophageal echocardiogram (tee) was used during the procedure. The patient's left atrial pressure was 12mmhg. A tension test was performed. Close criteria were met. The occluder had tire-shaped compression at the time of implant. The occluder was implanted. On (B)(6) 2025 the device embolized to the mitral annulus and caused a partial obstruction of the mitral valve. The device was surgically explanted. The patient status was stable. The physician believed the occlude embolized because the patient was in sinus tachycardia.